Event description:
Literature was reviewed regarding his bundle pacing (hbp). The authors described patient deaths; however, the causes of death were unknown and categorized as all-cause. There were no procedure-related deaths, and none of the deaths occurred in the first thirty days post implant. Deaths occurred within twenty-four months of implant and eight patients died from "other cardiovascular causes." There is no allegation of device/lead-death relatedness indicated in the article; however, the cause of death and device/lead-relatedness has been requested, but not yet received. There were patients who experienced heart failure hospitalizations, pocket hematomas either treated conservatively or with surgical intervention, subclavian vein puncture, pneumothorax, subclavian vein thrombosis, and hemoptysis. There was a pocket infection and one lead-associated endocarditis in which the device and lead were removed. There were leads which exhibited an increase in threshold and oversensing (myopotentials and t-wave), exit block, r wave undersensing, pectoral stimulation which were resolved with reprogramming. There were dislodgements in which the leads were repositioned. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/71 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: his bundle pacing: predicting mortality and major complications in mid-term follow-up. Journal of clinical medicine. 2024, 13, 1802. Doi: 10.3390/jcm13061802. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.